Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values on the rv coil. The trend gradually rose. The rv lead remains in use. The right atrial (ra) lead exhibited high threshold values. No patient complications have been reported as a result of this event.